Manufacturer narrative:
(B)(4).

Event description:
On 04may2018 a letter was received from the food and drug administration (FDA), medwatch # mw5076633 reporting that a patient (pt) had an acute iritis of the od as a result from ¿improper contact lens use¿. The pt had been receiving contact lenses from a provider for the past 7 years with a prescription that is 8 years old. Slit lamp exam revealed 3 + conjunctival injection, circumlimbal injection, corneal infiltrates, anterior chamber cells and flare, significant photophobia and pain. The event date was (B)(6) 2018. The pt was wearing an acuvue oasys brand contact lens. On 07may2018 a call was placed to the reporting eye care provider (ecp) and additional medical information was provided: the pt presented on (B)(6) 2018 with complaints of redness, severe photophobia and pain od. The pt was new to the ecp. Slit lamp exam od: 3+ injection, circumlimbal injection, corneal infiltrates. Ac: cells and flare. Cycloplegic gtts were inserted od during the examination and pred forte gtts were prescribed qid for 1 week. The od is now clear. The ecp did not confirm if the pt has returned to lens wear. The ecp stated that he notified the FDA because the pt has been ordering lenses from an online provider for the last seven years with a prescription that is 8 years old. The ecp reported the dangers of wearing lenses without a valid and current rx were discussed with the pt. No additional medical information has been received and no additional information is expected. The lot number is unknown and the suspect product was not available for return for evaluation. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.